Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to bg level. Customer was able to fully charge pump and insulin therapy was resumed.